Event description:
The customer reported that the system had an image problem and it did not boot up. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked the c-arm intercom lines and connector then replaced the ace bsa-500c board. The system operates as intended.